Event description:
The customer reported that a pt with a 6-dct tracheostomy tube, experienced a flange/hub separation. The pt had to be taken to surgery to remove the broken tracheostomy tube and a new 6-dct was inserted. The customer stated, she did not have any add'l details.

Manufacturer narrative:
There was no sample for MFR to investigate. The device history record for the lot number provided was reviewed and there were no non conformances. No conclusions can be made without the device.